Manufacturer narrative:
The complaint received states that the deltaplush 2x6 (cpl100206-30/c14004) was impeded and had failure to detach. The procedure was the tve of unspecified davf at the patient¿s transverse sinuses that was not tortuous and not calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified excelsior sl-10 (stryker, type unknown), an unspecified marathon (covidien (B)(4), type unknown), and an unspecified enpower dcb (lot unknown) were used for the above procedure. The complained coil was used as the 8th coil to be inserted into the target vein. After the coil was successfully approached to the target lesion site, the physician began the insertion of the coil. However, though the coil came out from the tip of the mc, and about 3cm of the coil was inserted into the target vein, the coil did not advance further, and the physician was unable to detach the coil. The physician re-positioned the tip of the mc to solve the problem, but the coil did not still move forward. The physician decided to recover the coil. However, when the physician was pulling the sleeve toward him to re-sheath the coil, he experienced resistance and the sleeve was stuck. It was concluded that the coil was no longer fit for use, and the coil was extracted from the patient without re-sheathing and another coil was used. The procedure was completed without any further issues, but delayed for 5 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The product will be returned for the evaluation. No more information is available. There was also no patient injury/complications reported. As viewed through the returned packaging, the microcoil system was observed to have been tied into multiple knots severely damaging the device. As viewed through the returned packaging, it was found that the coil was separated from the device positioning unit (dpu) and was not returned. A search of the returned packaging failed to find the detached coil. The detachment fiber was mechanically severed with no heating or melting of the detachment fiber being observed. Therefore, with no further clarification received, the circumstances of how and when the coil received its unintended detached cannot be determined. Located 18.5 centimeters off the distal tip of the dpu is a severe kink to the core wire. Located at the distal tip of the skive the core wire protrudes outside the sheath. Mechanical sheath damage was found at the core wires protrusion site at the distal tip of the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. The dpu passed electrical testing with resistance at 51.8 ohms and the enpower systems go green light illuminated. There are two possible contributing factors to the coils impedance. The most likely contributing factor to the coils inability to be fully advanced into the aneurysm may have been due to distal interference from the coils already dwelling inside the aneurysm, on itself, or from the distal section of the aneurysm. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return or the identification of the microcatheter used (sl-10 or the marathon) and the missing coil used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the coils inability to be fully advanced into the aneurysm occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have kinked the core wire, caused the core wire to protrude outside the sheath, and may have caused proximal coil damage which normally occurs from binding action. If the coil was damaged or the core wire protruded outside the sheath prior to the coils attempt to be advanced into the aneurysm, then these conditions may have interfered with the coils ability to break over and its advancement into the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ there are two possible contributing factors to the coils resheathing difficulty. These contributing factors can produce similar results. The primary contributing factor to the resheathing difficulty may have occurred if the resheathing tool was advanced onto the proximal section of the green introducer. When the resheathing tool was retracted across this section it may have opened up the skive allowing the core wire to protrude outside the sheath. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the secondary contributing factor to the coils inability to resheathed may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have kinked the core wire, caused the core wire to protrude outside the sheath, and may have caused proximal coil damage which normally occurs from binding action. With the core wire protruding outside the sheath, resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ concerning the coils failure to detach section of the field complaint; the dpu passed electrical testing with resistance at 51.8 ohms and the enpower systems go green light illuminated. The detachment fiber was mechanically severed with no heating or melting of the detachment fiber being observed. A search of the returned packaging failed to find the detached coil. There is no clarification of the detachment attempt during the procedure or the circumstances covering the unintended mechanical detachment and the non-return of the coil used in the procedure. Furthermore, it is unknown, per report, why the coil was attempted to be detached if only 3.0 centimeters of the 6.0 centimeter coil was still outside the aneurysm and could not be fully advanced into the target. In addition, without the return of the coil, the complete detachment system, and without further clarification of the detachment attempt during the procedure, it cannot be determined why the coil failed to detach besides its failure to be fully advanced into the target site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of impeded was confirmed on analysis and possibly related to procedural and handling issues. The complaint of failure to detach could not be confirmed due to the condition of the received product. One % inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that intra-procedural issues and post procedural handling may have contributed to the confirmed complaints and the received condition of the device.

Event description:
The complaint received states that the deltaplush 2x6 (cpl100206-30/c14004) was impeded and had failure to detach. The procedure was the tve of unspecified davf at the patient¿s transverse sinuses that was not tortuous and not calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified excelsior sl-10 (stryker, type unknown), an unspecified marathon (covidien (B)(4), type unknown), and an unspecified enpower dcb (lot unknown) were used for the above procedure. The complained coil was used as the 8th coil to be inserted into the target vein. After the coil was successfully approached to the target lesion site, the physician began the insertion of the coil. However, though the coil came out from the tip of the mc, and about 3cm of the coil was inserted into the target vein, the coil did not advance further, and the physician was unable to detach the coil. The physician re-positioned the tip of the mc to solve the problem, but the coil did not still move forward. The physician decided to recover the coil. However, when the physician was pulling the sleeve toward him to re-sheath the coil, he experienced resistance and the sleeve was stuck. It was concluded that the coil was no longer fit for use, and the coil was extracted from the patient without re-sheathing and another coil was used. The procedure was completed without any further issues, but delayed for 5 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The product will be returned for the evaluation. No more information is available. There was also no patient injury/complications reported. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.